Manufacturer narrative:
(B)(4). The investigation is ongoing. A supplemental report will be submitted at the conclusion of the investigation.

Manufacturer narrative:
.

Event description:
Dislocation occured 4 days after total hip replacement, revision performed. Stem, oxonium head and liner were removed and replaced.